Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during a acl surgery, the screw went in about 10mm or 13mm into this bone and then the screw developed a crack. As the surgeon tried putting it further in, the screw cracked all the way. Surgeon tried to extract it but was not successful. Surgeon made a note that it was not impinged on anything. Pt was asked to send in medical records and x-rays.